Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device analysis found normal battery depletion.

Event description:
It was reported that the patient had shortness of breath and the device had reached the end of the battery life and had no pacing output. The device was replaced. No further patient complications have been reported as a result of this event.